Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The motor was tested outside the device and passed. The unit also was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.

Event description:
It was reported that the customer was receiving a motor error alarm on the insulin pump, during a bolus. The customer stated this was occurring most of the time when the reservoir was getting low, but also when the reservoir was nearly full. The customer's blood glucose was 238 mg/dl. During troubleshooting, it was found that the insulin pump was possibly exposed to a strong magnetic field, as the customer had gone through security with it. The customer does not use the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.